Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 8 years and 9 months post implant of this 23mm aortic bioprosthetic valve, the valve was explanted and replaced with valve of the same model and size. The reason for the explant was not reported. No additional adverse patient effects were reported.